Manufacturer narrative:
Based on the descriptions of the event by user facility, the cause of no flow is probably due to poor connection with connector used on patient side. A tight connection is needed to open the fluid channel in the valve of some patient connectors. The pump flows normally when disconnected.

Event description:
Smartez 100 ml volume, 200 ml / hr, filled with ceftriaxone 2 grams/0.9% sodium chloride 100 ml, would not infuse through IV line, but would drip when disconnected.